Manufacturer narrative:
Exemption number: e2014018. Patient year of birth, (B)(6); patient height, 162 cm. (B)(4). Manufacturing site evaluation: failure description: the instrument arrived without visible damages or defects. Investigation: the jaw had no abnormalities. Mechanical function showed that cutting and clamping function worked well. When connected to rf-generator, the electrical functions were ok. The function and resistance of the system were checked and were within specifications. The clearance between the upper and lower jaw was also within specification. Batch history review: manufacturing document have been checked and found to be according to specifications valid during the time of production. Currently, there are no further complaints with this product at hand. Conclusion and root cause: the root cause for the problem is most likely usage related and/or patient related. Rationale: the instrument was found to be without deviations. Perhaps the administration of the anticoagulant had a bad effect on coagulation (a possible patient related root cause). No further action is required.

Event description:
It was reported that a caiman disposable instrument did not perform as intended during surgery. During an endoscopic sleeve gastrectomy, difficulty was encountered in achieving desired coagulation with the product. It was noted that the patient had received the medication seleparin the evening prior to the surgery. The patient experienced significant intraoperative bleeding (amount unspecified). Due to this issue, another manufacturer's product was used to complete the procedure.